Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost scs system stimulation approximately six months ago and her ipg became inoperable due to the patient not recharging her scs system. The patient's ipg was explanted and replaced. Effective stimulation was reportedly restored postoperative.